Manufacturer narrative:
The investigation confirmed that a higher than expected vitros prog patient result was obtained using a vitros eci system when compared to the prog result obtained using an alternate prog methodology which was considered true. A definitive assignable cause could not be determined; however there was no prog qc processed on the day of the event and the vitros prog lot 2110 had expired one month prior. Laboratory protocol issues associated with not running qc prior to patient testing and using expired reagent are contributing factors to this event. There was no indication of an instrument issue; however, there was no precision testing performed to confirm this. A sample related issue, a reagent issue and/or an instrument issue cannot be ruled out as potential contributing factors to this event. Per ocd medical consult: if the patient does not experience any adverse reactions to the gonadotropins treatment, serious long term injury is not anticipated.

Event description:
The customer complained that a higher than expected vitros prog patient result was obtained using a vitros eci system when compared to the prog result obtained using an alternate prog methodology which was considered true. Patient result: 1.85 ng/ml vs expected 0.56 ng/ml. Patient fertilization treatment was postponed based on the higher than expected vitros prog result. Therefore, this was classified as a potential health and safety event because medical action was taken (fertilization treatment discontinued). There was no allegation of patient harm made as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).